Event description:
Additional information was received 12 oct 2023: procedure performed for the patient was an left heart catheterization (lhc). The catheter could not be exchanged from the radial access. The sheath bunched up while trying to remove the catheter. The catheter had to be removed with the sheath all at once and put a tr-band on the radial access site. We then had to switch to groin access to finish out the procedure. There was not injury to the patient, however we did have to switch to groin access, which does increase chance of compilations. The patient was stable throughout the case, as well as post procedure. No/minimal blood loss reported. No intervention.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section c10 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for sheath mechanical damage based on the state of the device in the customer provided image. The exact root cause of the gss sheath crinkling into itself could not be determined. The complaint mentions that resistance was felt when attempting to remove the catheter from the sheath. The likely root cause is that the catheter became caught on the front end of the sheath and the physician kept pulling until the gss sheath was fully compressed. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that the involved glidesheath device was bunched up on the catheter. The event occurred intra-operative. Additional information was received 22 sept 2023: type of procedure performed was a heart cath. The physician attempted to exchange the diagnostic catheter and felt resistance. When the sheath and catheter were removed, they were stuck.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: tech a review of the device history record of the product code/lot # combination was conducted with no findings. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.